Manufacturer narrative:
Thermo fisher scientific's r&d group analyzed the four (4) customer-supplied data files and confirmed 3 false positive patient sample results. On (B)(6) 2020, at c1901pp.sds: 1 false positive result ; on (B)(6) 2020 at c1901pp.sds: 1 false positive result; on (B)(6) 2020, at c1902pp.sds ("good" for comparison, no false results); on (B)(6) 2020, at c1901pp.sds: 1 false positive result. The root cause was confirmed to be improper vortexing, and centrifugation of the qpcr plate. The investigation also confirmed instrument may need to be inspected due to noise observed in the run; instruments may need to be calibrated. Customer was advised to follow instructions per the assay's instructions for use concerning proper vortexing and centrifugation of qpcr plates.

Event description:
Laboratory's improper vortexing, centrifugation of the qpcr plate led to two (2) false positive patient results. Customer was running samples on 7500 fast dx instrument. On (B)(6) 2020, the customer reported product was being used in patient application, and had concerns of false positive results. The samples in question were tested on two different plates. Customer retested the plates; one plate showed one of the two samples were still positive and the other plate showed the second sample was now negative. After investigation, thermo fisher scientific field application scientist was able to confirm 2 false positive samples. The root cause was confirmed to be improper vortexing and centrifugation. During investigation of the initial complaint, customer supplied an additional two data files on (B)(6) 2020. Thermo fisher scientific's r&d group analyzed the files on 12-oct-2020, and confirmed one false positive patient sample in one of the files.